Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2009. Ventricular oversensing episodes (dual counting o r-waves) were reported. Reportedly, the pt had a very broad biphasic qrs complexes and the second part of the qrs was seen outside of the 125ms ventricular refractory period, so is double counted. Recommendations were provided to the field on 23 sep 2009: suggestion to reduce ventricular sensitivity to delay the measurement of the qrs amplitude and hence make the refractory period start later.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: some episodes show double-counting of r-waves, which is responsible either for the unstable rhythm detected, or for the inappropriate detection of vf rhythms (during fast atrial rhythms), leading to inappropriate shocks. This unexpected oversensing phenomenon is related to the specific condition of this pt (broad qrs complexes, as reported). Parameters could be reprogrammed (v sensitivity could be decreased, i.e set to a higher value, provided that induction tests were performed with such value to ensure proper detection of ventricular arrhythmias) in order to prevent the r-wave double-counting. Such parameters adjustments were proposed on 23 sep 2009 to improve the overall behaviour of the ICD. The ICD operated as specified. The reported/observed events are well known potential complications of icds, adequately described in the labeling.